Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 50 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip and the rv shock coil were not returned. It is reasonable to assume that the lead was cut during the explantation procedure as mentioned in the complaint description the returned lead fragment was visually and electrically analyzed. The visual inspection revealed deformations of the lead body and of the vcs shock coil which occurred most likely due to tensile forces applied during the surgery. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Per representative, cesar romero, an rv lead revision was scheduled for today due to dislodgement. Loss of capture was noted, along with decreased sensing and impedances. When the physician tried to revise the lead, the insulation pulled back leaving the tip stuck. They physician thought perhaps there was scar tissue and capped the lead for now. Part of the lead was explanted today and they plan to completely remove and replace this lead at a later date. The ICD was also removed to prevent the patient from getting an infection and will also be replaced later.